Event description:
Caller reported compact plus system blood glucose results of either 1.4 mmol/l or 1.5 mmol/l and 10.5 mmol/l within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4). Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6).